Event description:
During the broaching process, the surgeon fractured the femur. The surgeon didn't realize the femur had fractured until he took an x-ray with the size 6 broach in the middle of the surgery. The x-ray is not available and will not be available because the hospital will not release it.